Event description:
It was reported that a minimum fill notification occurred, and the caller attempted to reload the cartridge after an alarm. There was no adverse impact to the customer's blood glucose level. The customer planned to load a brand new cartridge as a corrective action.